Event description:
Company representative reported that a patient was injected in the temple with juvéderm®¿voluma¿ xc, patient presented with vascular occlusion. Later physician reported "patient had unusually extensive collaterals in the area, both between the superficial temporal artery and the orbital circulation (increasing embolic risk) and between the mca and the orbital circulation (which kept the retina alive much longer than it otherwise would have). 24 hours post-operation, patient vision was 20/30 in the left eye". The event is ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.